Event description:
It was reported that this right ventricular (rv) lead had dislodged, migrated, and partial perforated the heart wall. The lead exhibited loss of capture and a cardiac tamponade was suspected, the patient underwent an intercostal thoracotomy which confirmed a partial perforation. The lead completely perforated when touched by a gauze. The tissue on the lead tip was removed with forceps and the helix was still functional, so the lead was pulled back and the perforation sutured. The lead was repositioned in the rv and remains in service. No additional adverse patient effects were reported.